Event description:
It was reported that pump experienced repeat malfunction alarm. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and malfunction code did reoccur. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.